Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl and was "feeling weak and disoriented". Reportedly, the customer had inadvertently performed the load sequence while connected to the site. Customer administered a glucagon injection to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.